Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a rewind attempt. The caller did not know the blood glucose reading, although it was reported that the customer's blood glucose level was normal and did not require medical treatment. Advised replacement of the insulin pump. Nothing further reported.